Event description:
A malfunction was reported with the code malf 12, and the customer required assistance to reset the pump as it had not been performed in the last 24 hours. There was no reported impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. After receiving instructions from technical support on resetting the pump, the customer did not experience the same malfunction again and was advised to continue using the pump. Technical support also instructed the customer to call back if any issues recur, and this guidance was acknowledged and understood.